Event description:
It was reported that there was sensing difficulty, a lead malfunction, and that the patient received more than 40 inappropriate shocks. A phone call from an attorney further alleged that the patient was "shocked" over 40 times during several hours. The device was explanted and replaced, and the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies were found.